Event description:
It was reported there was a broken lead on the implantable neurostimulator (ins). It was stated the ins was explanted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).